Event description:
The plaintiff's attorney alleged that the patient experienced sudden cardiopulmonary arrest while on the dialysis machine and expired. It was reported that the event occurred due to administration of the product for dialysis treatment.

Manufacturer narrative:
This is 1 event for the same patient involving 2 separate products